Event description:
It was reported that the patient stopped using the spinal cord stimulator (scs) due to increased pain when stimulation was on. As a result, the patient had to turn the stimulation off. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5127868. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5127873. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 23225177. UDI: (B)(4).